Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer entered 13.5 units with a blood glucose (bg) value of 97. Insulin-on-board (iob) displayed 10.56 units. Customer inquired why 13.5 units was not delivered. During review of pump history with tandem customer technical support (cts), data showed that due to iob and bg entry of 97, which was below target, customer's bolus request had been reduced from 13.5 units to 10 units. Cts further explained that the option to not have the bolus reduced, is provided during the bolus request. Customer reported that he may have tapped "yes" to reduce the bolus. Customer indicated that bg level would be monitored. Follow up with customer same day, indicated that bg level was at 134 mg/dl.